Event description:
Customer reportedly obtained the follow results on the compact plus system within 10 minutes. Approximately 590mg/dl and approximately 125mg/dl. 92mg/dl, 132 mg/dl, 124mg/dl, and 168 mg/dl. 225 mg/dl and 90 mg/dl. 262mg/dl and 92 mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.